Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when pulling the system out of storage, the system would not boot past "system booting". There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: system manufacture date provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was no problem with the system. The site was trying to boot the machine without the mobile view station (mvs) computer.